Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
See MDR # 1036844-2012-00229 for first event with this pt. Soon after the sheath was placed, a leak was found. It is not clear from where the leak is occurring. The physician used the sheath anyway. There was no reported delay, but it was reported as not harmful to the pt. There are no reported pt injuries, complications, or death.